Manufacturer narrative:
Batch review performed on 17 july 2024. Lot 171072: 30 items manufactured and released on 30-may-2017. Expiration date: 2022-05-14. No anomalies found related to the problem. To date, 25 items of the same lot have been sold with another similar reported event during the period of review.

Event description:
Revision surgery due to signs of infection and the pathogen is unknown. At about 6 years from primary the surgeon preformed a washout and poly swap. The surgery was completed successfully.